Manufacturer narrative:
There is no indication at the time of this report that the lens has been explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zlb00 intraocular lens (iol), a patient experienced an unexpected postop refraction; patient's results after surgery did not match with the biometry measurements. Patient complained about poor distant visual acuity. Patient experienced poor uncorrected distant vision, -1.25d postop refraction despite intended emmetropia. Reportedly, uneventful clear corneal 2.2 mm temporal incision phaco was performed. Planned postop refraction was 0.04d. A +28.00 diopter (d) multifocal iol with +3.25 addition was implanted. Preop refraction was +3.00 (-1.00x65) (preop visual acuity 7/10). Postoperative course was uneventful and refraction was -1.25 (-0.75x60)d at two weeks (corrected visual acuity 9/10). There was no medical intervention or surgical procedure performed. Patient was very unhappy and refused multifocal iol implantation in the second eye. Lens remains implanted. No more details provided on issue or product.

Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.